Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure migrated"), device breakage ("device was broken in 2 pieces when it was found") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "pregnancy with essure" in 2017. In 2016, the patient had essure inserted. In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the device dislocation, device breakage and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for device breakage, device dislocation and pregnancy with contraceptive device with essure. Further company follow-up with the consumer is not possible. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure migrated"), device breakage ("device was broken in 2 pieces when it was found") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "pregnancy with essure" in 2017. In 2016, the patient had essure inserted. In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the device dislocation, device breakage and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for device breakage, device dislocation and pregnancy with contraceptive device with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.